Manufacturer narrative:
Product event summary: it was reported that the clip, or snaphook, on the strap of the shower bag broke when pressed. The shower bag ((B)(6) was not returned for evaluation. A review of documentation records confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned. Applicable risk documentation and experience with events similar circumstances were considered; a possible root cause of the damaged shower bag clip may be attributed, but not limited to wear and/or due to handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's nurse that the clip on the strap of the shower bag was broken. The nurse taped the clip in place for the shower; however, the tape did not hold up well. The shower bag was replaced. No patient complications have been reported as a result of this event.